Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was being used to treat a tight lesion with two big consecutive non-eruptive nodules in the proximal right coronary artery (rca). Low speed treatments were performed proximal-to-distal at 1mm/second. During a treatment, the oad crown jumped. Treatment was stopped and the vessel was evaluated with angiographic imaging. There were no angiographic complications observed. After crossing the nodules with low speed, it was decided to perform one final distal-to-proximal treatment. High speed treatment was performed and the oad crown jumped again. Post-treatment, st elevation was noticed without patient complication or hemodynamic disturbances. A helicoidal dissection was observed distal to the treatment area. Balloon angioplasty was performed, and two stents were placed, with one stent covering the dissection. Angiographic imaging showed successful treatment with no further complications. The patient was in stable condition.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported unintended system movement - crown jump, vascular dissection, arrhythmia and unexpected medical intervention appear to be related to operational context. In this case, it is possible that the reported unintended system movement - crown jump, vascular dissection, arrhythmia and unexpected medical intervention is due to device placement and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: b5, g3, h2, h6 (codes 4118, 3233, and 11 no longer apply).

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was being used to treat a tight lesion with two big consecutive non-eruptive nodules in the proximal right coronary artery (rca). Low speed treatments were performed proximal-to-distal at 1mm/second. During a treatment, the oad crown jumped. Treatment was stopped and the vessel was evaluated with angiographic imaging. There were no angiographic complications observed. After crossing the nodules with low speed, it was decided to perform one final distal-to-proximal treatment. High speed treatment was performed and the oad crown jumped again. Post-treatment, st elevation was noticed without patient complication or hemodynamic disturbances. A helicoidal dissection was observed distal to the treatment area. Balloon angioplasty was performed, and two stents were placed, with one stent covering the dissection. Angiographic imaging showed successful treatment with no further complications. The patient was in stable condition. Additional information was received indicating the physician did not notice any high resistance during the procedure. There were no actions/interventions taken to resolve the st elevation. The patient was stable after orbital atherectomy and a stent was deployed.